Manufacturer narrative:
The reason for this revision surgery was the shoulder baseplate had broken approximately half way down the length of the screw. The in-vivo length of service for the patient's implant was 3.5 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The surgeon indicated the root cause of this event may be attributable to a number of factors. The patient had osteolysis due to a post operative infection. The baseplate was originally positioned superiorly to the location to where it should have been located. This position caused impingement of the poly on the inferior aspect of the glenoid contributing to osteolysis behind the baseplate. No information was identified in the DHR that would indicate the baseplate was susceptible to breakage under normal conditions and placement. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the baseplate breaking approximately half way down the length of the screw. The surgeon felt this was caused by multiple factors: including osteolysis due to a post infection, poor placement of the baseplate superior to where it should have been placed. Causing impingement of the poly on the inferior aspect of the glenoid; leading to osteolysis behind baseplate.